Manufacturer narrative:
National breast implant registry (nbir). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "capsular contracture, baker grade-4" and "rupture".

Event description:
Healthcare professional reported left side "capsular contracture, baker grade IV" and "rupture". Device has been replaced.